Event description:
There was no patient involved in this event. No status indicator flashing.

Manufacturer narrative:
On receipt of the device the memory log could not be downloaded however the pad clock was accessible and was observed to be displaying a nonsensical date and time while failing to increment. A test pad-pak was inserted into the device, the device failed to power on and no status led was visible, this would confirm the reported fault. Initially measurements indicated the fault was likely due to a microprocessor fault however during the rework of the microprocessor a land became damaged and no further investigation could be carried out. The coin cell voltage was measured and found to be low. This is likely a result of the microprocessor fault. The pad unit passed final test before leaving heartsine on 10th july 2006. This would indicate the fault occurred after leaving heartsine the pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.